Event description:
Patient status post right leg tfn implantation on (B)(6)-2011 presented to surgeon with an infection. Patient returned to operating room on (B)(6)-2011, surgeon removed the nail, locking screws and a helical blade. Surgeon did not revise to any new hardware. Surgeon proceeded to ream the right leg canal and selected a reamer shaft (non-ball tipped) and a snap on reamer head. During the reaming of the canal surgeon was backing out the shaft and reamer head when the head of the reamer snapped off the shaft and went down the reamed canal. Surgeon could not retrieve the reamer head and it remains in the patient. Patient was closed and procedure was completed. Surgeon referring patient to another surgeon. It was noted by consultant, surgeon did not use the ball tip reaming rod and the reamer head was not locked on. This is one of five reports for this event.

Manufacturer narrative:
Subject device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.